Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred, an occlusion alarm occurred and that the pump's alarm sound was not annunciating. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.